Manufacturer narrative:
The unit was received with normal operating currents. The unit passed the self-test, a21 error test, displacement test, and basic occlusion test. Analysis was unable to prime the unit during the prime test due to a faulty gold force sensor resistor. Analysis was unable to perform the occlusion test and excessive no delivery test due to a prime anomaly. The unit alarmed button error followed by intermittent buttons due to a corroded keypad. There were no traces of moisture found at the electronic or motor assemblies per visual inspection. The unit had a cracked case at the display window corners, a cracked reservoir tube lip, a minor scratched display window, a missing end cap sticker, and broken battery tube threads.

Event description:
The customer's mother called in to report a button error alarm. The caller stated that the device was exposed to moisture. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.